Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure and possibly a laparoscopic hysterectomy on an unknown date. Ten days after the procedure, the patient had a rectovaginal fistula. The patient underwent an ileostomy removal of mesh, and repair of the fistula. She is reported to be healing well. The surgeon opines that the mesh contributed to the fistula.